Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while suturing the internal tissue during a laparoscopic hernia repair, the needle tip broke off and fell into the patient¿s cavity but was able to retrieve. It was reported that they used an x-ray to locate the needle. The surgical time was extended for 30 minutes or more due to the product problem and to be confirmed on how the broken needle tip was retrieved. They completed the closure as normal.

Manufacturer narrative:
(B)(4) (extended for 30 minutes or more). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while suturing the internal tissue during a laparoscopic hernia repair, the needle tip broke off and fell into the patient¿s cavity, but was able to retrieve. The surgical time was extended for 30 minutes or more due to the product problem and to be confirmed on how the broken needle tip was retrieved. They completed the closure as normal. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.